Event description:
The pt reported her insulin infusion device was beeping and displaying "77" on the screen. The pt was instructed to remove and replace the battery. The pt was aware of the recall, but still had some of the recalled batteries which she mixed up with the corrected batteries. The pt was advised to dispose of all recalled batteries. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.